Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. Labeling review confirmed the instructions for use. (IFU) includes appropriate instructions for use. Risk review was completed and confirmed that the event of "gel found in unintended site - nonvascular" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the reported information, this investigation was a assigned to the as analyze cause code of "unintended use error caused or contributed to event". Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the physician reported that the hydrogel was placed in the rectal wall, the images were reviewed and confirmed that most of the hydrogel was anterior of the rectal wall, but the involvement was minimal. The patient is asymptomatic; the physician will discuss the details of the radiation treatment with the oncologist to define the details.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the physician reported that the hydrogel was placed in the rectal wall, the images were reviewed and confirmed that most of the hydrogel was anterior of the rectal wall, but the involvement was minimal. The patient is asymptomatic; the physician will discuss the details of the radiation treatment with the oncologist to define the details.